Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had poor quality image. The event was identified during preparation prior to sedation and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, there were no new reportable malfunctions identified during the device evaluation; therefore, the cause was traced to component failure. Based on the results of the investigation, it was found that there was a bad blurry image due to a bad charged coupled device that needed to be replaced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had poor quality image. The event was identified during preparation prior to sedation for an unspecified procedure which was completed using a similar device with no delay. There were no reports of patient harm.